Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer¿s insulin was suspended due to the alarm, and they were advised to clean the speaker holes with a brush and wipe the area with a cloth. The customer planned to try this method and would call back if it did not resolve the issue; no follow-up was requested from technical support.